Manufacturer narrative:
MFR. # 2916596-2022-01543 addresses the patient's history of driveline fault alarms, pump off alarms, use of an ungrounded patient cable, and log files received on (B)(6) 2022. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Log file review was requested for the patient, who has a history of driveline fault alarms and short to shield, to assess for further wire damage. No further pump off alarms have been seen since the patient was provided an ungrounded cable. A review of the log files revealed periods of driveline power faults throughout the log. No pump stops or low speed events were seen. Compared to the last log from (B)(6) 2022, no further wire damage was noted. Just one wire was having continuity issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The submitted log file captured intermittent strings of driveline faults in phase 1 and corresponding yellow wrench advisories throughout the event history. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The account indicated that the patient had a known suspected short to shield condition. The account reported that the patient had a known driveline (dl) fault and suspected short to shield. They had been placed on an ungrounded cable and had no further pump off alarms since then. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-62269. No product is available for investigation. The heartmate ii lvas IFU, rev. H, and the heartmate ii patient handbook, rev. G, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for vad-62269 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 13mar2017. No further information was provided. The manufacturer is closing the file on this event.